Manufacturer narrative:
A ge service representative performed an on site investigation. The boot up failure could not be duplicated. Checked power supplies and reseated pcbs. Also found u3 and u4 on mother board loose in their sockets. Tightened u3 and u4. Repaired monitor cover and replaced broken key. Cleaned feed roller on printer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6600 system intermittently will not boot up. The fans will run but nothing comes on the monitors. It was also noted that the key is broken off in the on/off switch and the printers give a no paper error. No pt injury was reported.